Event description:
Dealer stated that during a general conversation with their consumer it was mentioned that when the end user was getting out of the van the attendant did not set the brakes correctly causing the end user to fall off the ramp, sustained undetermined injury. Dealer states that she made it clear that the end user's injury was no way related to the device. The chair works fine. This was mentioned in a general conversation with the dealer, because of end user's not properly using the equipment. No malfunction of the product. Filing with the FDA based on unknown injury.